Manufacturer narrative:
According to the medwatch from local importer as below" on 03/30/2018, the caregiver reported that the joystick was falling off, and was being held on by electrical tape, causing it not to make a good connection from the joystick to the controller on the back of the chair. The end user has issues controlling the chair at times and forgetting to remove their hand completely from the joystick when stopping. They have been advised to turn off the chair and remove their hand from joystick when stopping. On 04/16/2018, invacare spoke with the provider who stated that they have the chair in their repair shop being serviced. They tested the chair's electronics, including the joystick and controller and found no malfunctions. The loss of connection was caused by the joystick and controller falling off the back of the chair. The joystick and controller were being held on by electrical tape causing them not to make a good connection. The most probable cause of the incident was the loss of connection due to the end user improperly attaching the joystick and controller. The provider will send the service report when completed. The wheelchair will not be returned to invacare for evaluation because it has been evaluated and serviced by the dealer. A follow-up report will be filed if more information is received." According to the provided s/n, the device pass our final inspection. Base on the investigation report from the local importer, the possible reason causing this event should be "the end user has issues controlling the chair at times and forgetting to remove their hand completely from the joystick when stopping.". If further information is provided from the local importer, we will provide follow-up report.

Event description:
The caregiver reported that the joystick was falling off, and was being held on by electrical tape, causing it not to make a good connection from the joystick to the controller on the back of the chair. The end user has issues controlling the chair at times and forgetting to remove their hand completely from the joystick when stopping. They have been advised to turn off the chair and remove their hand from joystick when stopping. On 04/16/2018, invacare spoke with the provider who stated that they have the chair in their repair shop being serviced. They tested the chairs electronics, including the joystick and controller and found no malfunctions. The loss of connection was caused by the joystick and controller falling off the back of the chair. The joystick and controller were being held on by electrical tape causing them not to make a good connection. The most probable cause of the incident was the loss of connection due to the end user improperly attaching the joystick and controller. The provider will send the service report when completed. The wheelchair will not be returned to invacare for evaluation because it has been evaluated and serviced by the dealer. A follow-up report will be filed if more information is received. The consumers' caregiver states the joystick is falling off the chair and is being held on by electrical tape. The chair isn't stopping when being given the command, due to not having a good connection from the joystick, to the controller on the back of the chair. The consumer ran into the open door of her vehicle and hit the sharp part of the bottom of the door causing a large laceration to his lower leg requiring 21 stitches.